Manufacturer narrative:
The manufacturer investigation was performed based on the initially provided information as neither a log file nor replaced parts were made available. According to the biomed attending on site m006 entries were found in the log. This error code is entered to the log if the measured airway pressure (paw) is less than -10 m bar during automatic ventilation. In this case as a precaution the piston pressure controller stops the ventilator temporarily and an audible alarm and a visible alarm message "ventilator fail" is posted. Switching to manual ventilation is possible to continue the case. The monitoring functions are still operative. As no further information was available an exact root cause of the detected negative airway pressure could not be determined. The replacement of the sealing washer and the diaphragm on the apl bypass valve is other than reported not in context to the detected negative airway pressure as an issue with these components would result in a loss of vacuum pressure and would generate a membrane pressure low log entry. Therefore it is not plausible that replacement of these components has solved the initially reported failure. A negative airway pressure can be caused by different factors. Due to the fact that the biomed was not able to reproduce the reported problem it can be assumed that the failure was of a temporarily and not of a permanent nature so the use of an external bronchial suction system or patient activity during the case in question is conceivable. The device reacted as specified for the detected situation by posting corresponding alarms.

Event description:
It was reported that the ventilator stopped working near the end of a case. There was no patient injury reported. The biomed ran several tests and was unable to reproduce the reported problem. He did replace the sealing washer and the diaphragm on the apl.